Manufacturer narrative:
Internal complaint reference (B)(4). The reportcting to the control united device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and observed no issues. A functional evaluation revealed a hand piece stall error message. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the main board. The dyonics power ii control system operations/service manual states: to prevent damage to the control unit connector ports, do not plug in wet. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the dii controller was damaged. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had a handpiece stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.